Manufacturer narrative:
Model number/catalog number: sc-2218-70, serial number: (B)(4), batch/lot number: 7070581, model/catalog description: linear st lead kit 70 cm.

Event description:
A report was received that the patient was experiencing inadequate pain relief. It was also noted that the patients leads had migrated. The patient underwent a lead revision procedure and was doing well postoperatively.